Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred, and the patient was transferred to another device to complete the procedure. The philips field service engineer (fse) inspected the system on site and confirmed that c-arm geometry movements were not available. Review of the system log file showed that the error in motor assembly. To resolve the issue, fse replaced the samd high power. The defective samd was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system c-arm geometry movements were not available. The device was in clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this complaint.